Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 377 mg/dl. The customer's mother stated that the elevated bg level was likely due to consuming a carbohydrate-heavy meal the previous evening. However that night, the customer's mother had administered 3 correction boluses via the pump, but the customer's bg level was still elevated in the morning. The customer's mother administered a 5 unit manual injection, which brought bg level down to 100 mg/dl. The contact declined to perform troubleshooting with tandem technical support.